Manufacturer narrative:
Further information was requested, but not yet available.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available.

Manufacturer narrative:
The reported event of electronic performance indicator (epi) could not be confirmed. The pacer was received in normal working conditions with battery voltage at elective replacement indicator (eri). Cautery marks were noted on pacer. Electrical and mechanical analysis performed, indicated normal device functionality. The implant duration exceeds the projected longevity based on field settings indicating normal battery depletion.

Event description:
New information received noted device was explanted on (B)(6) 2025. Patient condition was unknown.